Event description:
It was reported that the implant broke during impaction. No broken pieces were left inside the pt. No pt complications were reported.

Manufacturer narrative:
Device was returned to the MFR for eval. Eval is in process. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.